Manufacturer narrative:
(B)(4). Devices not received, lot review only. The error and event logs have been received. A f/u report will failure investigation results will be submitted once the eval has been completed.

Event description:
Two nurses were verifying the replacement of a new dilaudid pca syringe per hosp policy, and the second nurse noticed that the empty syringe did not have a plunger attached when removing it from the device. Pca had been infusing for 12 hours. The nurse who started the initial pca said there was a plunger attached to the syringe when she started it. Biomed reported they received the device with the door unlocked and the lock did not look like it had been tampered with. The syringe and tubing were discarded. Customer stated "the pt was in a lot of pain and the doctor was called a few times to increase the dose which led me to believe the pt was under dosed and not receiving the dose ordered." Customer requested an event log review to check keystrokes, alarms and the total volume infused. The pt was status post unspecified surgery, and had initial dilaudid pca orders of 0.2mg every 10 minutes with 4mg lockout in 4 hours. A new syringe with a concentration of 0.5mg/ml was hung at 0116 on (B)(6) 2013. The pca settings were increased throughout the night into the next morning due to the pt's pain not getting better. Settings were increased to 0.4mg every 10 minutes with a 6mg lockout in 4 hours, then increased again to 0.5mg every 8 minutes with a 10mg lockout every 4 hours. At 1200 on (B)(6) 2013, the device was alarming empty and at this time it was noticed the plunger was missing. The hosp staff does not know what happened to the plunger and feel the device was not tampered with since there was no damage to the lock and plastic case that goes around the syringe. The d5 1.5 normal saline infusing at 80mls/hr was attached to the pca set y-connector. No add'l pt or event info was provided.